Event description:
The patient reported an infection. The patient was hospitalized, antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. The patient is doing well an no further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, not prepping the skin with antiseptic solution, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the site was not irrigated with antibiotic solution before closure and the patient has contraindicating conditions including severe lymphedema, which has affected the integrity of the skin on the lower leg. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has severe lymphedema (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.